Manufacturer narrative:
Despite multiple requests, no additional information has been received. The lens serial number was not provided and the lens was not returned for evaluation. Therefore, a review of the device history record could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Because the lens was not returned it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calification phenomenon is multi-factoral. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the lens. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the available information, a root cause for the reported event could not be determined. This product has been discontinued. No corrective action is necessary.

Manufacturer narrative:
Though requested, no additional information has been received. The investigation is ongoing.

Event description:
Lens was explanted due to presumed calcification causing blurry vision. The lens was implanted in 2001. Additional information has been requested from the doctor.

Manufacturer narrative:
Additional information added to product problem.

Event description:
The patient has recovered.

Manufacturer narrative:
Updates to the product evaluation has been completed. One intraocular lens was returned dry in a small plastic contact lens case. The original packaging and contents were not returned. Although the lens does appear to be a lens of the reported product type, the model number and lot number cannot be determined. The lens was returned intact, with haptics attached and undamaged. The optic had a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed to determine if calcium is present on the lens. Large areas of the optic turned red confirming the presence of calcium. Calcification is reported in the risk analysis and dfu (directions for use) as a known procedure complication for hydroview. The conclusions of our previous submissions remain unchanged.